Event description:
The account alleged the brakes on the head end of the stretcher would not hold. No patient impact.

Manufacturer narrative:
The account found the brake linkage was broken. The account replaced the brake linkage to resolve the issue.